Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. He was able to confirm the reported issue and traced the failure to leaking internal component. The part was replaced and the device returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report of water leak from the valve block of a heater cooler system 3t. There was no report of patient injury.